Manufacturer narrative:
Pump received with minor scratched display window, cracked case atdisplay window corners, cracked reservoir tube lip, broken off endcap and stained end cap sticker. No missing or coming off end capsticker.

Event description:
The customer reported via phone call that their insulin pump was damaged and broken end cap. The customer's blood glucose level was 120 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.